Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc freestyle libre 2 sensor did not trigger the alarm when his glucose was low. The customer further reported he experienced a symptom of weakness and was unable to self-treat. The customer was treated with grape sugar and juice by a third-party and no further information was provided. There was no report of death or permanent impairment associated with this event.